Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an implant used for spinal thera py. It was reported that after the implant was opened, the inserter was attached and checked to see if it would jack up outside the surgical field successfully, but it did not jack up smoothly. It felt like it was stuck, so it was tried several times to reattach the inserter and loosen the jack-up screw, but there was no improvement. Product never implanted. An implant of the same standard was opened to perform the surgery. Product will be returned. There was no patient involved in the event. There were no further complications reported as a result of this event. Additional information received from manufacturer representative that the product was installed to the inserter right after the package was opened. The product was new, not used before.

Manufacturer narrative:
E1: initial reporter details are unknown. G2: country of origin - japan. H3: product analysis: part # 436120a; lot # ca19c073 visual and optical inspection of the centerpiece expander did not reveal any damages that would hinder the implant from expanding. Functional test with a sample 20/25mm inserter confirmed the centerpiece would not open smoothly and collapse. The issue appears to be where the tip of the expansion shaft contacts the teeth and cage of the centerpiece when the expansion shaft is inserted and turned. Per the print 436120a-e on note 7 rev-c, with the locking set screw backed out, the assembly must be able to smoothly expand and collapse. This issue is being investigated on CAPA 471462. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.